Event description:
End user's blood pressure monitor is reading 80 points higher (systolic) than her doctor's blood pressure monitor, as well as 40 points lower (diastolic). End user was sent replacement.